Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced heart rate of 40 beats per minute. The implantable pulse generator (ipg) exhibited malfunction due to pacing spikes noted in inappropriate places on telemetry and detection below the lower limit. The right atrial (ra) lead exhibited potential undersensing. The ipg and the ra lead remain in use. No further patient complications have been reported as a result of this event.